Manufacturer narrative:
Patient¿s weight was not provided. Unique identifier (UDI) # (device identifier): the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2018 with complaint of left rib pain and peripheral edema. On (B)(6) 2018, the patient presented to the emergency department with worsening rib pain, and again on (B)(6) 2018 with the same rib pain. No other issues were present. The patient was never admitted for the rib pain, only emergency department visits. Imaging showed that the rib pain was due to the pump being in direct contact with the bone and chest wall tissue. Reportedly the patient had lost weight from implant. During the first emergency department visit the patient was treated with narcotics. The 1st and 2nd visits the patient was provided IV diuretics. At all visits, the patient was given a prescription for tramadol. The course of action was tramadol, lidocaine patches, and referral to the supportive care clinic for ongoing pain management.